Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00146. The patient had 3 leads (from the same lot) implanted as part of her axium neurostimulator system it was reported the patient lost stimulation. X-rays were taken and showed that 2 leads had migrated and the ipg had flipped. Surgical intervention was undertaken and it was observed that the set screws for the 2 leads that had migrated were broken and the leads were stuck in the ipg header. The leads were unable to be removed from the ipg. When the ipg was removed from the pocket, the patient's third lead migrated. The ipg and leads were explanted and replaced and effective therapy was restored.